Event description:
A customer reported she felt dizzy and lightheaded before 6:00 hr in the morning and then tested her blood glucose at 6:00 am and 6:15 am. The reported readings were 164 mg/dl received on her fs freedom lite meter and 184 mg/dl received on her fs lite meter. The customer also reported experiencing nausea. Shortly after that, the customer reportedly experienced a seizure which led her to bite her mouth. Although the customer reported she was diagnosed with severe hypoglycemia. There was no report of treatment given by a doctor or health care facility. The customer reported she took her regular diabetes prescription medication. Additionally, the customer reported her fs freedom lite meter appeared to have missing segments. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.